Manufacturer narrative:
Patient¿s identifier and weight is not provided for reporting. Patient¿s age is reported as over (B)(6). Patient¿s date of birth is not provided for reporting. Date of postoperative screws backing out and infection development is unknown. This report is for three (3) unknown screws which were protruding into joint surface. Part and lot numbers are unknown. Without the specific part and lot number the UDI is not available. Original implant date is sometime around the 3 weeks prior to revision surgery. Complainant device is not expected to be returned for manufacturer review/investigation. (510k): unknown, as specific part and lot numbers for screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient suffered from infection at 3 weeks post initial surgery. Revision surgery of open reduction internal fixation of proximal ulna took place on (B)(6) 2017 due infection and tips of the 3 screws protruding into joint surface affecting movement. During revision surgery, the surgeon removed 3 screws due to prominence into the joint surface and infection and while surgeon was tightening the existing screws in the plate, he noticed that the two most proximal 2.7 variable angle (va) locking screws on the ulna plate were not engaged. These were subsequently exchanged for 2.7mm locking compression (lcp) locking screws that maintained some engagement with the plate. The patient may require more procedures to deal with infection that may affect fixation. It is expected that there will be an extended healing time for this due to infection complication. This report addresses the postoperative event of infection and backed out screws. The intraoperative issues which occurred during revision surgery has been reported under linked complaint (B)(4). This report is for three (3) unknown screws which were protruding into joint surface . This is report 4 of 4 for complaint (B)(4).